Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor anomaly that caused a low blood glucose value. Blood glucose value was in the 40's mg/dl at the time of the incident. No troubleshooting was performed for the low blood glucose value because the customer declined after treating with soda. The insulin pump will not be returned for analysis.